Event description:
Lag screwdriver was damaged during lag screw removal and unable to be used again for lag screw insertion during a gamma revision case. Another identical device was immediately available and case completed as originally planned without any delay or medical intervention.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.